Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports that a physician questioned a falsely elevated clin chem creatinine assay result generated on an architect c16000 analyzer. A (B)(6) female patient (sample number (B)(6)) generated an initial result of 572.8 umol/l and when the sample was retested, a result of 58.9 umol/l was generated. The customer states that the patient is pregnant and healthy, which is why the elevated result was questioned. A second patient (no patient details provided) generated an initial result of 1052 umol/l that retested at 74 umol/l. A third patient sample (sample (B)(6); no patient details provided) generated an initial result of 1053.4 umol/l that retested at 88.9 and 90.2 umol/l. Controls have remained within specifications. There is no impact to patient management reported.

Manufacturer narrative:
An abbott area customer support specialist visited the customer site and reviewed the system logs for the discrepant results and did not identify any issues with the liquid level sense or pressure monitoring systems. No issues were found with the cuvette(s) used to run the assay. No patient information or system logs were provided for the discrepant results. The instrument history review identified no other issues that may have been a contributing factor. A specific cause for the discrepant creatinine results was not identified; however, troubleshooting, such as replacement of the sample probe and other components and quarterly maintenance, was performed during the time of the discrepant results. No additional discrepant or erratic assay results have been reported. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect clin chem creatinine assay package insert both contain information to address the current customer issue. The available information does not reasonably suggest that a device malfunction resulted in the discrepant creatinine results. Based on the results of this investigation, no deficiency of the architect c16000 system was identified.